Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other report with the involved product code/lot number combination. The same user facility reported a similar event for other devices with the same product code/lot number combination, see MDR 2243441-2017-00027. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not received.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the seal did not keep at all. It came out when pulled more lightly than usual, and the black sign on yarn appeared. It was reported that when they stopped to pull it out, the seal did not hold at all and they had to press. The next patient, when pulling like usual, the yarn came out more lightly than usual. It was completely out with collagen patch and anchor. Should anchor the seal to the vessel wall. They pressed again. The next seal was taken from another pack and it anchored like normal with the usual pull. It settled down and kept. It was reported that they felt the first two were different, the first two were slight, light and the seals of the new package were normal stiffness. There was no reported blood loss. The case was only coronary angiographies and no stenosis at all. There was no harm to the patient.

Manufacturer narrative:
One 6fr sts plus device was returned for evaluation. The returned components consisted of the hemostatic sheath and the carrier tube assembly. The arteriotomy locator was not received for analysis. Visual analysis was performed on the returned components. Blood like substance was found on all of the components that were returned. It was noted that upon receipt the carrier tube assembly was mated with the hemostatic sheath. The anchor was fully exposed from the sheath and carrier tube assembly and the mated parts were in the forward lock position. No anomalies were noted with either of the latches on the carrier tube assembly or hub receptacle. Since the carrier tube assembly was mated with the hemostatic sheath and the anchor was exposed further functional testing occurred to verify that the device could be adequately deployed. With sufficient force slightly greater than the typical force used, the assembly was able to be moved into the rear lock position. The reason more excessive force was needed that is typically applied was the presence of dried blood like substance that produced extra resistance. Once in the rear lock position the anchor and suture were able to be pulled from the carrier tube assembly and the tamper tube released. This required some additional force to be applied to overcome the bloodlike substance that was impeding the release of the suture. The collagen was then soaked in water for 5 minutes to allow tamping. Once the anchor was removed from the water and tamped it was noted that the collaged was not able to be fully tamped due to the lack of the black marker on the suture not being seen. This was due to the amount of dried bloodlike substance that did not soften or become dislodged while the collagen was soaked in water. Based on the returned device the suture was still in the carrier tube assembly and the device cap was not in the rear lock position. This indicates that the device was likely used in conditions not adherent to the instructions in the IFU. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.